Manufacturer narrative:
1. The customer has no returned samples and photos. 2. DHR/bhr review lot#: 4145144. 1. The products of this batch were assembled at intima ii auto line 4 in jun 2024, and packaged at r240 package line in jun 2024. Work order quantity was (B)(4) ea. 2. Review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3. Review the production records with no nonconformance, deviation or rework activities. 3. The retained sample of this batch is taken for 45psi leakage test, and no leakage is found at the catheter. Please refer to attachment for the test report. 4. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormality is found on process and retained sample, and no similar complaints have been received from other hospitals regarding this batch of products. Since the defective sample is not returned, photos also are not available, deep analysis for this complaint is unavailable, so the root cause of leakage cannot be determined.

Event description:
No additional information provided.

Event description:
It was reported that bd intima-ii 24gax0.75in prn slm npvc leaked. (B)(6) 2024, 14:20, (B)(4) beds, hospital number (B)(4), (B)(6), less milk, follow the doctor's instructions to the child to intravenous nutrition, the original indwelling needle appeared a little extravasation, given to re-fighting the indwelling needle, playing the process of indwelling needles, pumping out the heart of the needle half of the push saline indwelling needle and the needle heart of the connection of the leakage of liquids, the indwelling needle heart of the whole exit without leakage of liquids, the current use of indwelling needles normal, no leakage of fluid, and asked to continue to observe.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.